Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went into disconnect mode. A technical support specialist (tss) initially checked knowledge article unnecessary proxy settings causing disconnected mode and verified that there was no proxy settings configured on the station. Tss unchecked automatically detect settings in the internet properties tab. Tss then reconfigured atlas.deviceregistration.exe by adding the serial number, confirmed that no proxy was set, and restarted the service. Then escalated the issue to field service engineer for further checking. A field service engineer (fse) checked speed and duplex on network interface card (nic) and set to 100 half-duplex and set nic to auto negotiate. Additionally, fse advised the customer to open ticket with hospital information technology (it) to check network switch port and confirmed that the switch was connected. After monitoring the station fse confirmed that the station was up and online and customer also confirmed functionality from their end. The system functioned as intended after the technical support specialist troubleshot and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was going into disconnect mode, preventing new patient profiles from crossing over. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.